Manufacturer narrative:
Additional information: b3, h6, h10. Additional information received that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and air sensor test were performed. According to the investigation the customer's reported problem could not be duplicated. However, the pump event history log verified that the pump had issue with starting up. Further investigation confirmed impact damage to the pump air in line sensor and this damage may cause intermittent function to the pump ail sensor. Service replace the pump damaged ail sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.